Event description:
The patient had two leads from the same lot for off-label use. It was reported the patient (united kingdom) was experiencing increased pain while scs system stimulation was on despite stimulation being in the intended location. The patient underwent surgical intervention on (B)(6) 2014 to explant and replace the patient's left lead for more comfortable stimulation and decreased pain. The patient is reportedly receiving effective stimulation coverage postoperative, and the issue has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.